Manufacturer narrative:
Event date unknown. 510k: this report is for an unknown fns antirotation/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, patient underwent the surgery for the non-displaced femoral neck fracture with the femoral neck system (fns) implants. On day of the surgery, the image confirmed that the bone fracture part had become displaced. The bone fracture had changed from a non-displaced fracture to a displaced fracture. However, as the osteosynthesis implant was prepared, the surgery was continued without change. The surgery was completed without any surgical delay. Current patient has not been able to apply weight-bearing due to fracture metastasis. The surgeon judged that bone union is not expected and scheduled revision surgery on (B)(6) 2022. The fns implants will be removed and replaced with an artificial head implant. This is report 4 of 4 for (B)(4). This report is for an unknown fns antirotation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : qa photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that there was no damage or defects with the unk - nail head elements: fns antirotation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for unk - nail head elements: fns antirotation. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. D4: the catalog has been updated to reflect the correct information.